Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months.  The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department due to gastrointestinal bleeding. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.